Event description:
It was reported that the communicator overheated. The communicator heart button started flashing, and the communicator was unplugged. There was a power outage reported. The patient did not feel the communicator hot to touch. The communicator was reconnected. The patient was advised of power fluctuations. The communicator appears to be operating normally. The communicator remains in service. No adverse patient effects were reported.